Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03001 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010. According to the complainant, after removing the electrode, a second to third degree puncture burn was noted. The insulation was found to have peeled 2 to 3 centimeters from the distal end. The physician indicated that severe resistance was encountered while inserting the electrode into the needle guide and believes that the peeled insulation may have resulted from bending the reused needle guide. The leveen needle electrode was replaced and roll-off was achieved after 10 to 15 minutes to complete the procedure. The patient's burn was treated with ointment and gauze.

Manufacturer narrative:
(B) (6).the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B) (4)